Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (batch no. 884379/ 774379) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included thyroid disorder and (B)(6) infection on (B)(6) 2010. Concurrent conditions included abdominal disorder, sinusitis, menometrorrhagia, abdominal pain, backache, hypothyroidism, nausea, vomiting, diarrhea, abdominal distension, gastritis and erosive esophagitis. Concomitant products included nsaid's and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vagina)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (hysterectomy in (B)(6) 2014). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. (B)(6) 2011, hysterosalpingogram (hsg): essure confirmation test result- total bilateral occlusion. What did your healthcare provider tell you about your results? The doctor said everything was okay with the essure ((B)(6) 2011). As per mr: findings: after the administration of 10 ml of contrast, there was adequate distention of the uterine cavity. The essure device appears to be in satisfactory position. No free intraperitoneal spill was demonstrated. Reflux of contrast was however noted into the vagina. Impression- no free intraperitoneal spill of contrast, consistent with satisfactory occlusion of tube fallopian tubes by the essure devices. (B)(6) 2017: CT of the abdomen and pelvis with contrast- clinical history: right lower quadrant pain for one day. Vomiting. Normal wbc count. Normal serum lipase. Prior hysterectomy. Findings- no acute intra-abdominal or intrapelvic process identified. Stable small fat-containing umbilical hernia. Examination: complete pelvic sonogram (non -obstetric) with transvaginal ultrasound. Clinical history: history of partial hysterectomy. Impression: status post hysterectomy, right-sided ovarian 2.2 cm dominant follicle. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: hysterectomy was performed in (B)(6) 2014 and ovaries left. Most recent follow-up information incorporated above includes: on (B)(6) 2018: information from pfs and mr. New reporters added. Historical and concomitant conditions added. Concomitant drugs added. New event added: abnormal bleeding (vagina, menorrhagia), lot no added. The case was upgraded to incident since hysterectomy was performed. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (batch no. 774379) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included thyroid disorder and chlamydial infection on (B)(6) 2010. Concurrent conditions included abdominal disorder, sinusitis, menometrorrhagia, abdominal pain, backache, hypothyroidism, nausea, vomiting, diarrhea, abdominal distension, gastritis and erosive esophagitis. Concomitant products included lorazepam (ativan), nsaid's, paracetamol (acetaminophen), tobradex (xolof d), venlafaxine, vicodin (lortab) and vicodin (norco). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vagina)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy in (B)(6) 2014). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discripancy noted in essure removal details. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. (B)(6) 2011, hysterosalpingogram (hsg): essure confirmation test result- total bilateral occlusion. What did your healthcare provider tell you about your results? The doctor said everything was okay with the essure ((B)(6) 2011). As per mr: findings: after the administration of 10 ml of contrast, there was adequate distention of the uterine cavity. The essure device appears to be in satisfactory position. No free intraperitoneal spill was demonstrated. Reflux of contrast was however noted into the vagina. Impression- no free intraperitoneal spill of contrast, consistent with satisfactory occlusion of tube fallopian tubes by the essure devices. (B)(6) 2017: CT of the abdomen and pelvis with contrast- clinical history: right lower quadrant pain for one day. Vomiting. Normal wbc count. Normal serum lipase. Prior hysterectomy. Findings- no acute intra-abdominal or intrapelvic process identified. Stable small fat-containing umbilical hernia. Examination: complete pelvic sonogram (non -obstetric) with transvaginal ultrasound. Clinical history: history of partial hysterectomy. Impression: status post hysterectomy, right-sided ovarian 2.2 cm dominant follicle. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: hysterectomy was performed in (B)(6) 2014 and ovaries left. Batch number 884379 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-sep-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (batch no. 884379/ 774379) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included thyroid disorder and chlamydial infection on (B)(6) 2010. Concurrent conditions included abdominal disorder, sinusitis, menometrorrhagia, abdominal pain, backache, hypothyroidism, nausea, vomiting, diarrhea, abdominal distension, gastritis and erosive esophagitis. Concomitant products included lorazepam (ativan), nsaid's, paracetamol (acetaminophen), tobradex (xolof d), venlafaxine, vicodin (lortab) and vicodin (norco). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vagina)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: mental anguish."). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy in (B)(6) 2014). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discripancy noted in essure removal details . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded . (B)(6) 2011, hysterosalpingogram (hsg): essure confirmation test result- total bilateral occlusion. What did your healthcare provider tell you about your results? The doctor said everything was okay with the essure ((B)(6) 2011). As per mr: findings: after the administration of 10 ml of contrast, there was adequate distention of the uterine cavity. The essure device appears to be in satisfactory position. No free intraperitoneal spill was demonstrated. Reflux of contrast was however noted into the vagina. Impression- no free intraperitoneal spill of contrast, consistent with satisfactory occlusion of tube fallopian tubes by the essure devices. (B)(6) 2017: CT of the abdomen and pelvis with contrast- clinical history: right lower quadrant pain for one day. Vomiting. Normal wbc count. Normal serum lipase. Prior hysterectomy. Findings- no acute intra-abdominal or intrapelvic process identified. Stable small fat-containing umbilical hernia. Examination: complete pelvic sonogram (non -obstetric) with transvaginal ultrasound. Clinical history: history of partial hysterectomy. Impression: status post hysterectomy, right-sided ovarian 2.2 cm dominant follicle . Concerning the injuries reported in this case, the following one was described in patient¿s medical records: hysterectomy was performed in (B)(6) 2014 and ovaries left. Most recent follow-up information incorporated above includes: on 23-jul-2018: plaintiff fact sheet received. Events depression and mental anguish are added. Concomitant & historical conditions drugs are added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in an adult female patient who had essure (batch no. 774379/884379) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chlamydial infection on (B)(6) 2010 and thyroid disorder. *(B)(6) 2011, hysterosalpingogram (hsg): essure confirmation test result- total bilateral occlusion. What did your healthcare provider tell you about your results?. The doctor said everything was okay with the essure ((B)(6) 2011). As per mr: findings: after the administration of 10 ml of contrast, there was adequate distention of the uterine cavity. The essure device appears to be in satisfactory position. No free intraperitoneal spill was demonstrated. Reflux of contrast was however noted into the vagina. Impression- no free intraperitoneal spill of contrast, consistent with satisfactory occlusion of tube fallopian tubes by the essure devices. (B)(6) 2017: CT of the abdomen and pelvis with contrast- clinical history: right lower quadrant pain for one day. Vomiting. Normal wbc count. Normal serum lipase. Prior hysterectomy. Findings- no acute intra-abdominal or intrapelvic process identified. Stable small fat-containing umbilical hernia. Examination: complete pelvic sonogram (non -obstetric) with transvaginal ultrasound. Clinical history: history of partial hysterectomy. Impression: status post hysterectomy, right-sided ovarian 2.2 cm dominant follicle. Concurrent conditions included abdominal disorder, sinusitis, menometrorrhagia, abdominal pain, backache, hypothyroidism, nausea, vomiting, diarrhea, abdominal distension, gastritis and erosive esophagitis. Concomitant products included dexamethasone;tobramycin (xolof d), hydrocodone bitartrate;paracetamol (lortab) since (B)(6) 2012, hydrocodone bitartrate; paracetamol (norco) since (B)(6) 2011, lorazepam (ativan) since (B)(6) 2013, medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to (B)(6) 2011, nsaids since (B)(6) 2011, paracetamol (acetaminophen) since (B)(6) 2011, sertraline hydrochloride (zoloft) since (B)(6) 2012 and venlafaxine since ( B)(6) 2013. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vagina)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), complication of device removal ("post removal complication") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy in (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage and vaginal haemorrhage had resolved and the dyspareunia, menorrhagia, depression, anxiety, complication of device removal and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, complication of device removal, depression, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure removal details received treatment for pain, bleeding, diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Reporter information, lot number added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in an adult female patient who had essure (batch no. 884379-inv,774379) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chlamydial infection on (B)(6)2010 and thyroid disorder. (B)(6) 2011, hysterosalpingogram (hsg): essure confirmation test result- total bilateral occlusion. What did your healthcare provider tell you about your results? The doctor said everything was okay with the essure (B)(6) 2011). As per mr: findings: after the administration of 10 ml of contrast, there was adequate distention of the uterine cavity. The essure device appears to be in satisfactory position. No free intraperitoneal spill was demonstrated. Reflux of contrast was however noted into the vagina. Impression- no free intraperitoneal spill of contrast, consistent with satisfactory occlusion of tube fallopian tubes by the essure devices. (B)(6) 2017: CT of the abdomen and pelvis with contrast- clinical history: right lower quadrant pain for one day. Vomiting. Normal wbc count. Normal serum lipase. Prior hysterectomy. Findings- no acute intra-abdominal or intrapelvic process identified. Stable small fat-containing umbilical hernia. Examination: complete pelvic sonogram (non -obstetric) with transvaginal ultrasound. Clinical history: history of partial hysterectomy. Impression: status post hysterectomy, right-sided ovarian 2.2 cm dominant follicle. Concurrent conditions included abdominal disorder, sinusitis, menometrorrhagia, abdominal pain, backache, hypothyroidism, nausea, vomiting, diarrhea, abdominal distension, gastritis and erosive esophagitis. Concomitant products included dexamethasone;tobramycin (xolof d), hydrocodone bitartrate;paracetamol (lortab) since (B)(6) 2012, hydrocodone bitartrate;paracetamol (norco) since (B)(6) 2011, lorazepam (ativan) since (B)(6) 2013, medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to (B)(6) 2011, nsaids since (B)(6) 2011, paracetamol (acetaminophen) since (B)(6) 2011, sertraline hydrochloride (zoloft) since (B)(6) 2012 and venlafaxine since (B)(6) 2013. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vagina)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), complication of device removal ("post removal complication") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy in (B)(6)2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage and vaginal haemorrhage had resolved and the dyspareunia, menorrhagia, depression, anxiety, complication of device removal and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, complication of device removal, depression, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure removal details received treatment for pain, bleeding, diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: results: essure device was successfully occluded. Lot number 884379 not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: update of information (batch is not valid). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in an adult female patient who had essure (batch no. 774379) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chlamydial infection on (B)(6) 2010 and thyroid disorder. On (B)(6) 2011, hysterosalpingogram (hsg): essure confirmation test result- total bilateral occlusion. What did your healthcare provider tell you about your results? The doctor said everything was okay with the essure (B)(6) 2011. As per mr: findings: after the administration of 10 ml of contrast, there was adequate distention of the uterine cavity. The essure device appears to be in satisfactory position. No free intraperitoneal spill was demonstrated. Reflux of contrast was however noted into the vagina. Impression- no free intraperitoneal spill of contrast, consistent with satisfactory occlusion of tube fallopian tubes by the essure devices. On (B)(6) 2017: CT of the abdomen and pelvis with contrast- clinical history: right lower quadrant pain for one day. Vomiting. Normal wbc count. Normal serum lipase. Prior hysterectomy. Findings- no acute intra-abdominal or intrapelvic process identified. Stable small fat-containing umbilical hernia. Examination: complete pelvic sonogram (non -obstetric) with transvaginal ultrasound. Clinical history: history of partial hysterectomy. Impression: status post hysterectomy, right-sided ovarian 2.2 cm dominant follicle. Concurrent conditions included abdominal disorder, sinusitis, menometrorrhagia, abdominal pain, backache, hypothyroidism, nausea, vomiting, diarrhea, abdominal distension, gastritis and erosive esophagitis. Concomitant products included dexamethasone;tobramycin (xolof d), hydrocodone bitartrate;paracetamol (lortab) since (B)(6) 2012, hydrocodone bitartrate;paracetamol (norco) since (B)(6) 2011, lorazepam (ativan) since (B)(6) 2013, medroxyprogesterone acetate (depo provera) from (B)(6) 2011, nsaids since (B)(6) 2011, paracetamol (acetaminophen) since (B)(6) 2011, sertraline hydrochloride (zoloft) since (B)(6) 2012 and venlafaxine since (B)(6) 2013. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vagina)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), complication of device removal ("post removal complication") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy in (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage and vaginal haemorrhage had resolved and the dyspareunia, menorrhagia, depression, anxiety, complication of device removal and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, complication of device removal, depression, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure removal details received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet revived, new reporter, event complication of device removal and outcome of the event added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.